Event description:
It was reported that the patient complained of hear noises when being near to a switch in the patient's apartment. The switch was replaced with a new one but the new switch did not resolve the issue. The patient's device was interrogated and it was observed there were artifacts on the atrial electrocardiogram (egm). The atrial sensitivity was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID d364drg implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Max atrial pace impedance rises from an approximate baseline of 450 ohm to greater than 750 ohm the weeks ending (B)(4) 2013.